Event description:
Reporter indicated that during the intraoperative system diagnostic test performed during the pt's implant procedure, the pt stopped breathing for about 10 seconds. Once the test was completed, the issue resolved. The surgeon stated that the issue was not considered severe and no interventions were taken.